Manufacturer narrative:
Concomitant medical products: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient experienced a headache due to a dural puncture. During a lead revision procedure, the patient sustained a dural tear which was treated with a blood patch. The physician stated that the dural tear was caused by the insertion of the touhey needle into the epidural space at t12. After treatment the patient is reportedly stable and has been discharged from the hospital.